Event description:
It was observed that during the device evaluation, the camera head exhibited cable unit is twisted, error e315 is displayed, no white balance achieved, and water tightness is lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, probable cause of the complaint is cause traced to component failure, which indicates that the problems are expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.